Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural images were not provided for review; therefore, the alleged product issue cannot be confirmed. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-relatedissues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during embolization of the gastroduodenal artery with an embolization coil implant, the coil did not detach. During attempted removal, the embolization coil unraveled and fractured, extending into the infrarenal abdominal aorta. Intraoperative consultation with vascular surgery was made, whom recommended that given the patient's underlying medical comorbidities and condition, further attempts at retrieval or repositioning of the embolization coil should be aborted. There was no reported patient injury or intervention.